Event description:
It was reported that bilateral suture placement in the right and left common femoral arteries (rcfa and lcfa) was attempted with three prostyle devices using the pre-close technique via an 18f sheath prior to an interventional procedure. Reportedly, two prostyles were deployed in the lcfa but when the plunger was removed, the stitch came out with the suture for both devices. One prostyle was deployed in the rcfa but when the plunger was removed, the stitch came out with the suture. Pre-close was abandoned. The procedure was completed. Manual compression was performed to achieve hemostasis for both access sites. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added corrections: b3 - date of event updated to 6/2/2024 (date has been estimated.). B6 - relevant test/laboratory data - date updated to (B)(6) 2024 (date has been estimated). D1 - brand name updated d2a - common device name updated d3 - name updated d3 - address, city, postal code updated